Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using supplied sheath, the iab was difficult to advance through the sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.